Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl to 500 mg/dl at the time of incident and current blood glucose level was 232 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer was performed displacement test and the test results was passed. Customer stated that they run the self-test and the test was passed due to inconsistency of blood glucose level. Customer stated that the insulin pump had reddish circle on dome sticker from battery compartment. Customer also stated that they received low battery. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating current within specifications. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test. Stained end cap sticker noted.